Event description:
This supplemental report is being filed based on additional information that indicates a lead repositioning procedure was performed. The lead remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. If information is provided in the future, an additional supplemental report will be issued.

Event description:
It was reported that during a routine outpatient follow-up visit, left ventricular (lv) lead pacing inhibition markers were observed on the presenting electrogram (egm) and the lv pacing percentage, as noted by the associated cardiac resynchronization therapy defibrillator (crt-d) device, had increased from zero percent (0%) to one hundred percent (100%) approximately two (2) months prior. An x-ray was performed subsequent to the routine outpatient follow-up visit and the x-ray confirmed that the lv lead had dislodged and migrated. This also resulted in lv lead signals observed on the right atrial (ra) channel. The physician determined that there is currently no health hazard to the patient and decided that they will change the device settings at the next outpatient visit. Subsequent information indicates that a lead replacement procedure will be performed in approximately one (1) month. The lead remains in-service at this time. There were no adverse patient effects.